Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level ranged between not impacted to 232mg/dl and a manual injection was administered to address the bg level. The past occlusion alarms were resolved by administering a manual injection to the customer and resuming insulin deliveries via the pump. A system check was performed using the current supplies and the pump performed as intended. No damaged was noted to the infusion set cannula. Tandem technical support advised the customer to prevent abrupt temperature changes to the pump. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.